Event description:
The patient reported not being able to perform many of the same physical activities as they used to and being short of breath. Follow up conducted revealed a possible sensing issue with the right atrial (ra) lead. It was initially thought that perhaps the patient symptoms were due to undersensed atrial fibrillation (af) so atrial sensitivity was increased. Noise was seen on the ra lead during a subsequent follow up appointment. At the current time, the patient is feeling better. During the most recent follow up, a few beats appeared to have been oversensed during isometric testing and some noise was observed. Atrial sensitivity was adjusted and sensing seemed to have normalized. The patient will follow up in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted 2012 (B)(6); 419388 lead implanted 2004 (B)(6). (B)(4).